Event description:
A customer reported that the insulin gauge on their pump displayed an amount different than expected, showing zero units instead of the anticipated 249.80 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge, but also expressed frustration as this was a recurring problem. Technical support suggested monitoring the current cartridge performance and advised the customer to contact them immediately if issues persisted. The customer acknowledged and understood the guidance provided.